Manufacturer narrative:
(Event date) is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient was having issues with communicating to the ins using the patient application. Caller stated that he was urinating more for the last two days and thought it was from his water pills, but even when he stopped taking the water pills he was still having issues. Caller stated that he went in to check his therapy setting and possibly make changes but saw "internal data has been lost" message. Caller was advised to follow-up with his healthcare provider to get the device programmed. No further complications were reported.